Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two pieces with the helix retracted. Visual inspection noted tissue entwined in the helix. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis determined the lead was severed during the explant procedure.

Event description:
Boston scientific received information that the patient presented to the hospital with complaints of lightheadedness. When connected to the telemetry monitor the physician noted ventricular loss of capture (loc). Boston scientific technical services (ts) was consulted and assisted the physician in completing an interrogation. The interrogation did reveal intermittent loss of capture. The physician noted that the right ventricular (rv) lead threshold measurements had increased. Ts discussed possible reasons and suggested further evaluation. A revision procedure was performed that day as the physician believed the lead had micro-dislodged. The rv lead was explanted and replaced. No additional adverse patient effects were reported.